Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device failed final pack testing and was routed to the reliability assurance laboratory for further testing.